Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had presented with a fractured right ventricular lead. The fracture was confirmed on (B)(6) 2013 with a fluoroscopy. The issue may have caused exacerbation of heart failure symptoms. The lead was capped on (B)(6) 2013. Patient was discharged after the procedure.